Manufacturer narrative:
This product is registered as a combination product. Implant date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a routine device exchange, noise resulting in oversensing and increased pacing impedance were observed on the right atrial (ra) lead. It was suspected that the physician damaged the lead insulation during the device exchange. The device was reprogrammed to resolve the event. The patient was in sable condition.